Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. She had increased pain. She recently lost her spouse so it was unknown if the pain was related to the ins or depression/grief. It was unknown when the symptoms started. She was at home. The health care provider confirmed that the ins was reprogrammed but it was ineffective. The device was replaced. The patient's condition was good.